Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in united kingdom. This MDR is being submitted for an unknown quantity of infusion sets that had the reported issue. It was reported that the patient experienced a cannula issue with one infusion set. The cannula was kinked. The event occurred over last 6 weeks. The site of insertion was the abdomen and thighs. Patient noticed symptoms within 3 or more hours after insertion. Infusion set was used for 12 hours of insertion. Patient regularly rotated site location. Patient also confirmed that the introducer needle was ahead of the cannula prior to insertion. Site area was impacted in lumps. Blood glucose level was 19.3 mmol/l at the time of event. Patient replaced the infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.